Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep was not able to interrogate the device. They reviewed the report after the patient left. The cause was unknown. No actions were taken at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that a power on reset (por) was seen on the clinician programmer. The rep successfully cleared the por. The rep said they saw the por, but they didn't interrogate the patient's device the day they saw the por code. The specific por code could not be obtained. It was reviewed that therapy had stopped. No falls or trauma were said to be related. The rep indicated there was not data usage to review. It was possible the patient hadn't used the stimulation since the last interrogation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep would like to clarify that the interrogation was done on the same day. However, it was done by clinic staff. The rep reviewed the report and noticed that one of the electrodes were out. They do not believe they ran an impedance check at 3 volts. The patient had already left the office when they were reviewing the report. The patient¿s weight being unknown at the time of the power on reset (por) was confirmed with the physician/patient. No further complications were reported/are anticipated.